Event description:
It was reported that balloon rupture and difficulty removal occurred resulting to an additional intervention. The 75% stenosed target lesion was located in the moderately tortuous pulmonary artery. A 12.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, during second inflation at 10 atmospheres for 20 seconds, the balloon ruptured horizontally. The device was removed with a snare because the balloon was lifted and was stuck. The procedure was completed with another of the same device. There were no patient complications reported and the patient was in good condition post procedure.

Event description:
It was reported that balloon rupture and difficulty removal occurred resulting to an additional intervention. The 75% stenosed target lesion was located in the moderately tortuous pulmonary artery. A 12.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, during second inflation at 10 atmospheres for 20 seconds, the balloon ruptured horizontally. The device was removed with a snare because the balloon was lifted and was stuck. The procedure was completed with another of the same device. There were no patient complications reported and the patient was in good condition post procedure.

Manufacturer narrative:
Device evaluated by MFR: a mustang device was returned for analysis. As per mustang specification, the recommended sheath for this device is minimum 5fr. The sheath used by the customer was returned for analysis. There was damage noted on the tip of the sheath. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A full balloon circumferential tear was identified located approximately 40mm distal of the proximal balloon bond. The distal section of the balloon material had been pulled distally towards the tip of the device. A visual examination observed no damage to the tip of the device. A visual and tactile examination found that there was a break in the shaft 1380mm proximal from the distal tip. The hub was detached and not returned with the device. The distal markerband had moved in a proximal direction due to the stretching of the shaft. This concludes the product analysis.